Manufacturer narrative:
H10: additional information received via philips international keymarket representative: the hospital replaced the sealing ring on the hyperbaric oxygen tub, and the device was then returned to service. This concludes this investigation.

Event description:
Philips received a complaint from the customer, reporting that the v200 ventilator had low oxygen source pressure, low inspiratory pressure, and low ventilation volume. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation is ongoing.